Manufacturer narrative:
Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported a cerebrospinal fluid (csf) leak occurred during patient's surgical intervention on (B)(6) 2021 to address a lead issue (reference reg report: 3006705815-2021-03920, 3006705815-2021-03921). The physician performed a blood patch to address the issue.